Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device would not interrogate due to a cut cable, and the device failed multiple functional tests. The device passed all tests and interrogates as expected with a known good cable. (B)(4).

Event description:
It was reported the programmer rf (radio-frequency) head had inconsistent telemetry. The rf head was returned for repair. No patient complications were reported as a result of this event.